Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and no reported deviations from the instructions for use (IFU) regarding reprocessing. This event can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): gif-h185 operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif-h185 reprocessing manual chapter 5 "reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: the nozzle clogged with foreign material seems to be remains of cleaning brush fibers, due to clogging of nozzle the air supply volume does not meet the standard value, due to clogging of nozzle the water supply volume does not meet the standard value, incoming inspection leakages were found in s-cover, due to wear of s (scope) cover packing water tightness is lost, distal end insulation test failed, plug unit is deformed, due to a scratch on c (plastic distal end) cover, insulation resistance value at distal end does not meet the standard value, due to wear of angle wire, bending angle in up direction does not meet the standard value, objective lens has a scratch, lg (light guide) lens has a chip, and adhesive on a-rubber has wear. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had problems with the flushing channel. The device was returned for evaluation. During the device evaluation, it was found that the nozzle had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.